Event description:
The customer stated that potential false reactive alinity s anti-hcv ii results were generated for repeat regular donors that tested nonreactive using the alinity s anti-hcv method and/or alternate hcv methods. The customer reviewed discrepant samples from february 2022, when they starting using the anti-hcv ii assay, until the end of december 2022. The customer provided 13 cases of potential false reactive anti-hcv ii results and requested investigation for five of the cases (case 6, 7, 12, 14 and 15). Case 1 41 year old male date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 3.2 s/co (reactive). Nat nonreactive. Roche hcv 0.04 (negative). Western blot negative. Previous donations were alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. Case 4. 39 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 2.68 s/co (reactive). Nat nonreactive. Roche hcv 0.042 (negative). Western blot negative. Previous donations were alinity s anti-hcv ii reactive, nat nonreactive and roche negative. Case 5 42 year old female. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 2.72 s/co (reactive). Roche hcv 0.043 (negative). Western blot indeterminate. Previous donations were alinity s anti-hcv ii reactive, alinity s anti-hcv nonreactive, western blot indeterminate and roche negative. Case 6: 50 year old male date of donation: (B)(6) 2022 (ID (B)(6)) alinity s anti-hcv ii result 80.85 s/co (reactive). Nat nonreactive. Roche hcv 13.09 (positive). Western blot indeterminate. Previous donations were alinity s anti-hcv ii reactive, nat nonreactive, roche reactive, anti-hcv nonreactive and western blot indeterminate. Case 7 35 year old male. Date of donation: may 26, 2022 (ID (B)(6)). Alinity s anti-hcv ii result 27.38 s/co (reactive). Nat nonreactive. Roche hcv 8.8 (positive). Western blot negative. Previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche reactive, anti-hcv nonreactive and western blot negative. Case 8 44 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 1.45 s/co (reactive). Nat nonreactive. Roche hcv 0.047 (negative). Western blot indeterminate. Previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative, anti-hcv nonreactive and western blot indeterminate. Case 9 36 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 2.86 s/co (reactive). Nat nonreactive. Roche hcv 0.042 (negative). Western blot negative. Previous donation on (B)(6) 2015 was nat nonreactive. Case 10 36 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 1.36 s/co (reactive). Nat nonreactive. Roche hcv 0.033 (negative). Western blot negative. Previous donation on (B)(6) 2020 was nat nonreactive and alinity s anti-hcv nonreactive. Case 11 27 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 1.06 s/co (reactive). Nat nonreactive. Roche hcv 0.041 (negative). Western blot negative. Previous donation on (B)(6) 2020 was nat nonreactive, roche negative and alinity s anti-hcv nonreactive. Case 12 33 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 12.93 s/co (reactive). Nat nonreactive. Roche hcv 9.19 (positive). Western blot indeterminate. Previous donation was nat nonreactive and alinity s anti-hcv nonreactive. Case 13 46 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 1.56 s/co (reactive). Nat nonreactive. Roche hcv 0.056 (negative). Western blot negative. Previous donation on (B)(6) 2013 was nat nonreactive. Case 14 32 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 3.98 s/co (reactive). Nat nonreactive. Roche hcv 1.51 (negative). Western blot indeterminate. Previous donation on (B)(6) 2020 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. Case 15. 38 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)). Alinity s anti-hcv ii result 3.14 s/co (reactive). Nat nonreactive. Roche hcv 1.23 (negative). Western blot negative. Previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. The customer was using four different alinity s anti-hcv ii reagent lots (36012be00, 37475be00, 34331be00 and 39610be00) on two different alinity s processing modules ((B)(6) and (B)(6)). It is unknown which donor samples were tested using which lot(s) and on which analyzer. No impact to donor or patient management was reported.

Manufacturer narrative:
The customer requested investigation of 5 donors associated with reactive alinity s anti-hcv ii results versus indeterminate or negative immunoblot and roche cobas anti-hcv ii reactive results. Returns for the 5 donors were available from the customer. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A technical review of field data for alinity s anti-hcv ii was performed. Overall reactive rates for lot numbers 34331be00, 36012be00, 37475be00 and 39610be00 across the customer site, applicable peer sites, and across all alinity s anti-hcv ii customer sites were collected and assessed. Across all alinity s anti-hcv ii blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lots 34331be00, 36012be00, 37475be00 and 39610be00 is within product requirements. Lot 34331be00: irr: 0.054 %, rrr: 0.052 %, irr - rrr 0.003 %, specificity: 99.948 %. Lot 36012be00: irr: 0.130 %, rrr: 0.128 %, irr - rrr 0.002 %, specificity: 99.872 %. Lot 37475be00: irr: 0.069 %, rrr: 0.065 %, irr - rrr 0.004 %, specificity: 99.935 %. Lot 39610be00: irr: 0.052 %, rrr: 0.049 %, irr - rrr 0.002 %, specificity: 99.951 %. At the customer site and inclusive of all alinity s anti-hcv ii blood screening customers, the performance of lots 34331be00, 36012be00, 37475be00 and 39610be00 is within product requirements and the lots are performing comparably. Note that the middle east and eastern mediterranean region has been reported to have the highest rates of hcv infection in the world, with an incidence of 62.5 per 100000 person-years and prevalence of 2.3% among the general population. Hence, % specificity cannot truly be assumed to be zero. Lot 34331be00: irr: 0.276 %, rrr: 0.264 %, irr - rrr 0.012 %, specificity: 99.736 %. Lot 36012be00 (lot 36012be00 was not tested at peer sites). Irr: 0.198 %, rrr: 0.198 %, irr - rrr 0.000 %, specificity: 99.802 %. Lot 37475be00: irr: 0.219 %, rrr: 0.213 %, irr - rrr 0.006 %, specificity: 99.787 %. Lot 39610be00: irr: 0.302 %, rrr: 0.290 %, irr - rrr 0.012 %, specificity: 99.710 %. The 5 returned samples (u240122022356, u240122024853, u240122043367, u240122050538, and u240122051151) were tested in-house with alinity s anti-hcv ii lot 47283be00 and the following was obtained. Sample ID / alinity s anti-hcv ii s/co. (B)(6) / insufficient sample volume error; no test. (B)(6) / insufficient sample volume error; no test. (B)(6) / 11.53* (B)(6) / 2.46* (B)(6) / 2.22* *double retest as per package insert was not possible due to insufficient sample volume. Negative abbott anti-hcv results had been obtained on previous samples from 4 of 5 repeat donors (no prior serology results were available for 1 donor). The donors¿ current donations (sids u240122022356, u240122024853, u240122043367, u240122050538, u240122051151) were positive on abbott anti-hcv ii and roche anti-hcv. Screening for hcv nat was negative on the current and all previous documented donations. Current samples were sent to abbott for repeat anti-hcv ii testing on alinity s. This repeat testing was performed on a different assay lot* as the likely cause lot was expired. See results summary below: sample ID / date of donation / abbott anti-hcv / abbott anti-hcv ii / western blot / nat result / repeat alinity s anti-hcv ii s/co* (B)(6) / (B)(6) 2022 / not performed / reactive / reactive / indeterminate / negative / (B)(6) sample volume error; no test (B)(6) / 26 may 2022 / not performed / reactive / reactive / negative / negative / insufficient sample volume error; no test (B)(6) / 13 september 2022 / not performed / reactive / reactive / indeterminate / negative / reactive** (B)(6) / 26 october 2022 / not performed / reactive / reactive / indeterminate / negative / reactive** (B)(6) / 31 october 2022 / not performed / reactive / reactive / indeterminate / negative / reactive. *lot number 47283be00 **duplicate retests could not be performed due to insufficient sample volume. The alinity s anti-hcvii assay was designed with improved seroconversion sensitivity compared with the alinity s and architect anti-hcv assays. Detection of early acute infection and resolved/treated hcv infections in donors with lower antibody titers was improved with the new assay. The enhanced sensitivity of this assay enables earlier detection with comparable specificity. The scenario exists that detection of low-level antibody in a donor could occur when converting to a more sensitive screening assay. The scenario for this type of donor is an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity to low-level antibody in a donor represents further protection of the blood supply. In clinical studies comparing both assays on the same donor population the alinity s anti-hcv ii assay showed comparable specificity to the older anti-hcv assays. Therefore, the rate of false positive samples is expected to be comparable when used in the same donor population, although the nonspecific samples for each assay may not be comprised of the same subpopulation. Complete alignment of results for identical samples may not occur between methods when performing a method comparison. Differences between sample results using the current method and the new method may be due to a difference in sensitivity and/or specificity. A new screening assay contains new antigens / antibody components and/or reagents that introduce new nonspecific targets to the customer¿s testing population; this may result in repeat reactive results that are subsequently identified as ¿false positive.¿ this rate is typically higher in first-time donors as compared to repeat donors. In such cases the nonspecific phenomenon for repeat donors has already occurred when the assay is in routine use and has reached steady state level of specificity for the site¿s population. The introduction of a new assay may temporarily disrupt this steady state. A detailed donor history including information about recent vaccinations, drug usage/medication, and information about the general medical condition is unavailable. Considering the results obtained in total, it is difficult to definitively label these compiled sample results as true or false antibody-positive. Discordant serology and nat results are an indication to defer a donor, and algorithms exist whereby deferred donors may subsequently present for reentry. In this complaint all 5 of the donors fall into a donor group who may in another country be deferred for reactive serology results and nonreactive hcv nat, and they would be eligible for reentry screening at a later date. This group includes donors who have history of indeterminate or negative immunoblot (riba) results. It should be noted that the same deferral period and opportunity for reentry would exist for a negative serology result with reactive nat result. In both scenarios, these donors would submit samples for follow-up testing after a defined minimum period from the implicated donation. The hcv immune response pathophysiology is well-documented, as are various hcv markers and the pattern of detection used to diagnose hcv. In the absence of complete, detailed donor history and hcv serologic marker test results (serology results from 1 of the prior donations are unavailable for review), it should be noted that presence of antibodies does not provide information about whether or not a self-limiting or chronic hcv infection occurred. Resolving disease cannot be differentiated from progressive disease by the interval between exposure and first appearance of antibody. In resolved acute cases the amount of hcv rna can be undetectable. Improved assay performance over assays from earlier, or even the same generation can cause discrepant results between different serologic platforms and inconsistency on repeat testing. Based on this investigation, alinity s anti-hcv ii reagent, lot numbers 34331be00, 36012be00, 37475be00, 39610be00 are performing as expected. No malfunction or deficiency was identified. Based on the information within the complaint record, the devices met performance specifications as all reactive rates were within product requirements.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available donor/patient information was included. Additional donor/patient details are not available.

Event description:
The customer stated that potential false reactive alinity s anti-hcv ii results were generated for repeat regular donors that tested nonreactive using the alinity s anti-hcv method and/or alternate hcv methods. The customer reviewed discrepant samples from february 2022, when they starting using the anti-hcv ii assay, until the end of december 2022. The customer provided 13 cases of potential false reactive anti-hcv ii results and requested investigation for five of the cases (case 6, 7, 12, 14 and 15). Case 1 : 41 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 3.2 s/co (reactive), nat nonreactive, roche hcv 0.04 (negative), western blot negative, previous donations were alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. Case 4 : 39 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 2.68 s/co (reactive), nat nonreactive, roche hcv 0.042 (negative), western blot negative, previous donations were alinity s anti-hcv ii reactive, nat nonreactive and roche negative. Case 5 : 42 year old female. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 2.72 s/co (reactive), roche hcv 0.043 (negative), western blot indeterminate, previous donations were alinity s anti-hcv ii reactive, alinity s anti-hcv nonreactive, western blot indeterminate and roche negative. Case 6 : 50 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 80.85 s/co (reactive), nat nonreactive, roche hcv 13.09 (positive), western blot indeterminate, previous donations were alinity s anti-hcv ii reactive, nat nonreactive, roche reactive, anti-hcv nonreactive and western blot indeterminate. Case 7 : 35 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 27.38 s/co (reactive), nat nonreactive, roche hcv 8.8 (positive), western blot negative, previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche reactive, anti-hcv nonreactive and western blot negative. Case 8 : 44 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 1.45 s/co (reactive), nat nonreactive, roche hcv 0.047 (negative), western blot indeterminate, previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative, anti-hcv nonreactive and western blot indeterminate. Case 9 : 36 year old male, date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 2.86 s/co (reactive), nat nonreactive, roche hcv 0.042 (negative), western blot negative, previous donation on (B)(6)2015 was nat nonreactive. Case 10 : 36 year old male, date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 1.36 s/co (reactive), nat nonreactive, roche hcv 0.033 (negative), western blot negative, previous donation on (B)(6) 2020 was nat nonreactive and alinity s anti-hcv nonreactive. Case 11 : 27 year old male, date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 1.06 s/co (reactive), nat nonreactive, roche hcv 0.041 (negative), western blot negative, previous donation on (B)(6) 2020 was nat nonreactive, roche negative and alinity s anti-hcv nonreactive. Case 12 : 33 year old male, date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 12.93 s/co (reactive), nat nonreactive, roche hcv 9.19 (positive), western blot indeterminate, previous donation was nat nonreactive and alinity s anti-hcv nonreactive. Case 13 : 46 year old male date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 1.56 s/co (reactive), nat nonreactive, roche hcv 0.056 (negative), western blot negative, previous donation on (B)(6) 2013 was nat nonreactive. Case 14 : 32 year old male, date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 3.98 s/co (reactive), nat nonreactive, roche hcv 1.51 (negative), western blot indeterminate, previous donation on (B)(6) 2020 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. Case 15 : 38 year old male. Date of donation: (B)(6) 2022 (ID (B)(6)), alinity s anti-hcv ii result 3.14 s/co (reactive), nat nonreactive, roche hcv 1.23 (negative), western blot negative, previous donation on (B)(6) 2021 was alinity s anti-hcv ii reactive, nat nonreactive, roche negative and anti-hcv nonreactive. The customer was using three different alinity s anti-hcv ii reagent lots (36012be00, 37475be00 and 39610be00) on two different alinity s processing modules (as1094 and as1131). It is unknown which donor samples were tested using which lot(s) and on which analyzer. No impact to donor or patient management was reported.